Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2011 was used based on age of patient. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a mckesson prevent® sg glide safety hypodermic needle the needle pulled out of the hub and remained in the patients arm. The following information was provided by the initial reporter: (2nd of 3 occurrences) (B)(6) year old whom had a well child check. The needle was stuck in the arm of this patient when the lab tech was administering vaccines. The lab tech was able to push the needle out of the patients arm. I that point I instructed the lab tech to use a different needle in fear of this incident happening again.

Manufacturer narrative:
Investigation summary: two photos of a safetyglide 25x1 inch needle (p/n 306616) were received and evaluated. One picture shows the package top web graphics facing up from batch 1288960. The other picture has an unknown syringe attached to a 25 gage safetyglide needle with the cannula missing. The condition observed is non-conforming per product specification. Potential root cause for cannula pulled out of hub defect is associated with the needle supplier¿s manufacturing process. The photos were forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed at needle manufacturing site. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Potential root cause for cannula pulled out of hub defect is associated with assembly line. A jam may have occurred at the cannulator inducing that insufficient epoxy was applied to the needle and not detected in the next processes. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that while using a mckesson prevent® sg glide safety hypodermic needle the needle pulled out of the hub and remained in the patients arm. The following information was provided by the initial reporter: (2nd of 3 occurrences) 11 year old whom had a well child check. The needle was stuck in the arm of this patient when the lab tech was administering vaccines. The lab tech was able to push the needle out of the patients arm. I that point I instructed the lab tech to use a different needle in fear of this incident happening again.